Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient began to vomit and was not feeling well, while wearing the pod for an unspecified period of time. Patient's mother believed child was experiencing the influenza virus, therefore, attempted to hydrate patient with ginger ale, pedialyte, and popsicles. Subsequently, patient's condition did not improve and was taken to the emergency room. Patient was found "close to" diabetic ketoacidosis and admitted to the intensive care unit. Treatment included intravenous fluids, multiple manual injections of insulin, and a bag of glucose. It should be known that an exact date of occurrence is not known, only that the event occurred in the month of (B)(6).